Event description:
Healthcare professional reported right side rupture, and "recalled implant." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported, right side rupture. And "recalled implant". Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, an opening on posterior assessed, as an unidentified (tear) opening (shell thickness within spec). Anxiety-product/procedure: unable to observe, since it is not related to the device. Additional observations: no other observations observed, on the device. No further actions are required, as the device was implanted.